Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed acoustic lens flacking/peeling could not be determined, however, the issue was likely the result of stress due to user handling should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the ultrasound gastrovideoscope, it was observed that the device acoustic lens was peeling, exposing the adhesive layer. There was no patient involvement, and no harm reported as a result of the event.